Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that during recharging that the coupling bars start at 8 and then diminish to 0. The patient reports being unable to recharge due to the poor coupling. Additional information was received on 2017-11-20 from a consumer via a manufacturer representative (rep) regarding a patient. It was reported that the patient had received the replacement ins recharger (insr) antenna, but continued to have the fluctuating coupling bar issue. A replacement insr was sent. The rep reported that if coupling issue continue after insr replacement imaging may be necessary. Additional information from the patient was received on 2017-12-05. It was reported that the replacement ins recharger (insr) antenna, and replacement insr had not resolved the coupling issue. No patient symptoms, and no additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the replacement ins recharger (insr) antenna, and replacement insr had not resolved the coupling issue. The patient reported meeting with a healthcare professional and looking into having the ins replaced. The patient reported good recharge coupling working properly, then good recharge coupling could not be achieved, and was not able to be reestablished with the replacement of the ins recharger (insr) and insr antenna. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt noted this implantable neurostimulator (ins) battery went bad and their managing physician put the second one in but they had not seen them in 3 or 4 years; pt did not know when the ins went bad.